Event description:
No further information has been attained after good faith attempts have been made.

Event description:
An explanted generator was returned for analysis and it was noted that it was received at settings indicative of a faulted system diagnostic test (0 ma / 20 sf / 500 pw / 30 sec on times / 60 minutes off time). Good faith attempts are being performed for further details.